Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter (with test strip lot 29778721), resulting with a value of 4.0 inr. The patient then immediately tested another sample using the meter (using test strip lot 29778721), resulting with a value of 3.0 inr. The patient then immediately tested another sample using the meter (using test strip lot 35350321), resulting with a value of 3.7 inr. For each measurement, the patient collected a sample from the same finger. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter results. The patient's current condition is stable. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient was recently diagnosed with pancreatic cancer, but has not started any new medications. The patient's coumadin dose has not changed. The patient has not had changes in diet and has not had symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.